Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the vessel sealer extend instrument to perform failure analysis (fa). Fa was not able to confirm nor reproduce the customer reported complaint. A visual inspection did not reveal any damage. The instrument was placed and driven on an in-house system, and it passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The grips were aligned. The instrument cut and sealed on several attempts. No failures were found in the logs. The instrument was fully functional. No product issue was identified.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy surgical procedure, the vessel sealer extend (vse) instrument clamped on tissue and would not open. The grip release slider was used, and the slider broke off. The jaws of the vse instrument opened. The use of the instrument was discontinued, and it was replaced to a backup. No fragment fell into the patient. The customer completed the procedure, and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) obtained the following information from the customer: no additional information was available.

Manufacturer narrative:
The probable root cause cannot be determined based on the information provided and failure analysis results. The reported event was not confirmed as failure analysis found no functional issue. The instrument was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned product revealed no issues related to the customer reported event.

Event description:
Refer to h11 for follow-up information.